Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that when they slept on their left side they felt something drop. The implantable pulse generator (ipg) remains in sue. No patient complications have been reported as a result of this event. On 2021-06-01 it was further reported that a chest x-ray was done and was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that when they slept on their left side they felt something drop. The implantable pulse generator (ipg) remains in sue. No patient complications have been reported as a result of this event.